Event description:
It was reported that during a percutaneous coronary intervention procedure a shaft break occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the left anterior descending and diagonal artery (lad/diagonal). A 12mm x 2.00mm emerge was successfully used for dilating a stent strut into the diagonal branch. During removal with very little force it was observed that the hypotube had fractured at the level of the toughy. The procedure was completed with this device. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed there was contrast in the inflation lumen and blood in the guidewire lumen. The hypotube separation was 40.5cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a shaft break occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the left anterior descending and diagonal artery (lad/diagonal). A 12mm x 2.00mm emerge was successfully used for dilating a stent strut into the diagonal branch. During removal with very little force it was observed that the hypotube had fractured at the level of the toughy. The procedure was completed with this device. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
(B)(4).